Event description:
Some of the cath f5 inf jl 3.5 100cm was shearing off (distal) which is being returned. It was used in patient but no harm. The intended procedure was a left heart cath. There were no anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. It is unknown if resistance was met while advancing the device. No excessive force was required. There was no resistance met while advancing the device over the guidewire. It is unknown if there was resistance met while withdrawing the device. The procedure was successfully completed. A .035 175cm j navilyst guidewire and a 5f merit prelude sheath were used in the procedure. Preliminary evaluation of the returned device indicated "damage/peeling noted at 3cm from distal. "

Manufacturer narrative:
Some of the cath f5 inf jl 3.5 100cm was shearing off (distal) which is being returned. It was used in patient but no harm. The intended procedure was a left heart cath. There were no anomalies noted when removed from the package or during prep. The device was inserted through a hemostasis valve. There was no resistance met while advancing the device over the guidewire and no excessive force was required. It is unknown if there was resistance met while withdrawing the device. The procedure was successfully completed. A .035 175cm j navilyst guidewire and a 5f merit prelude sheath were used in the procedure. Preliminary evaluation of the returned device indicated "damage/peeling noted at 3cm from distal." (B)(4): a non-sterile 5fr diagnostic catheter was received coiled inside a plastic bag. The blue tip presented a groove/scratch that appeared to start from distal to proximal end. The scraped tip material was still attached to the catheter. The ID and od of the catheter were measured at several points of the body, and all measurements were within specifications. A sem analysis was performed on the unit. Results showed evidence of severe scratching. According to the observed conditions, it is possible that an unknown source object could have had contact with the delivery sheath consequently causing the scratching condition; however this could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter peeling was confirmed through failure analysis, the exact cause for the failure could not conclusively be determined. Without the concomitant devices used in the procedure it is not possible to determine what factors may have contributed to the reported event, but it appears that the device came in contact with a sharp object. There is nothing in the analysis or the reported information to suggest that there is a design or manufacturing related issue, as the device did not show this type of damage during prep, therefore no corrective action will be taken.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt. Concomitant devices: guidewire: .035 175cm j navilyst. Sheath: merit prelude 5f.